Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited undersensing on the right atrial (ra) lead. Technical services (ts) was consulted and provided troubleshooting options, as well as recommended to verify the right atrial automatic threshold (raat) test accuracy. This product remains in service. No adverse patient effects were reported.